Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump where the "little door won't shut right". This condition had the potential to interrupt delivery. It is unknown when this event occurred or what department the event occured in. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4) . Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.